Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. Block a: no patient information provided after requests 10/03/25 and 10/06/25.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in excessive inspired carbon dioxide greater than 5% during a case. There was no patient injury.